Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile) was isolated to a k700 component measuring open on the computer/analog board. The root cause for the open k700 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.